Manufacturer narrative:
Two knife samples were received by manufacturing in open blister packages. The samples were examined per facility procedure and were determined to be visually nonconforming due to both samples exhibiting damaged cutting edges and one blade had a damaged tip. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. The lot complaint history review revealed that this is the fourth complaint for the reported lot number and the fourth for the reported event. Damage to the cutting edge of the blade like that observed with the returned samples can result in a complaint as described by the customer. How or when the blade became damaged cannot be specifically determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be improper handling, contact with the blade protector when removing and returning the blade from the product tray or from contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a dull knife was noted during surgery. An alternate knife was obtained in order to continue and complete the procedure. There was no impact to the patient. Additional information has been requested.